Event description:
The customer reported that she received a failed battery test. The customer's blood glucose was unknown. Troubleshooting was conducted. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)